Event description:
The patient's mother reported that the patient (her son), had a protruding "spongy" knot on his spinal column at the catheter tip. She stated that it was bigger that it had been in the past. The patient was reported to be "jerky". The mother had contacted the hcp and was being referred to a neurologist. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.